Manufacturer narrative:
The investigation of the returned instruments revealed a complete circumferentially fractured balloon, approx 10mm from the distal tip. The balloon material close to the fractured area showed small clear visible transversal stress marks on the balloon surface. The inner shaft, which fractured from the distal welding, was found elongated from 40 up to 80mm. The outer tube was cut off 28cm distal to the manifold. This cut was done by the physician to be able to change to an introducer sheath of a bigger french size (8f). The disconnected, pulled off distal part of the balloon was not returned for analysis. The review of the mfg history confirmed that the device was mfg according to the specs and successfully passed all in-process controls, as well as the final inspection. In addition to visual inspections, each instrunet is tested for air tightness by means of a helium leak test. We can therefore confirm that the device was in accordance with the specs at the time of delivery. No mfg or material related root cause were identified. Based on our findings, we cannot identify any material or mfg issue that could have caused this problem in the reported case. We assume that most possibly the balloon burst transversal near the area were the placed stent was not covered by neointima. This could be confirmed by the stress marks identified at the balloon surface. Upon the attempt to withdraw the device, the balloon probably hooked in at the tip of the introducer sheath and the inner shaft fractured due to the applied mechanical force.

Event description:
Pt treated for in-stent restenosis in the left proximal subclavian artery (stenosis degree 80%, lesion length 30mm, vessel diameter 8mm). Balloon rupture occurred during inflation. Removal was very difficult, balloon catheter had to be cut to use a larger size of introducer sheath. The tip of the catheter was missing, left arm angiogram did not reveal foreign body. Pelvic angiogram on the next day showed possible fragment at the bifurcation of the right common femoral artery. The following add'l info was receipt from the hospital: the stent in which the in-stent restenosis occurred was a nitinol self-expandable stent which was implanted by another institute approx 1.5 but less than 2 yrs ago. A 1.5cm of the stent was in the aortic arch without neointima. No fracture or irregularities could be detected by the physician. Pt was discharged home. Surgery might be needed to remove fragment.